Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds3530 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reds3530) have been reported from the same facility.

Event description:
It was reported that kit contained expired and discolored ultrasound gel. On 12/20/2019-based on preliminary evaluation, kit was likely shipped with expired us gel.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of expired ultrasound gel within kit appears to be valid. One photo sample of an ultrasound gel packet was provided for evaluation. The complete packet label is not visible. Lot: 0416008. The expiration date appears to show 2019-09. The expiration date corresponding to the reported lot number is 10/31/2020. The photo sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation: complaint due to ¿expired ultrasound gel contained in kit¿ was confirmed. According with the photo evaluation performed at reynosa facility and vad field assurance evaluation it was concluded that an expired ultrasound gel was placed in the kit causing mismatch (unit label expiration date vs. Component expiration date). Therefore, the cause of this condition is manufacturing related. A lot history review (lhr) of reds3530 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reds3530) have been reported from the same facility.

Event description:
It was reported that kit contained expired and discolored ultrasound gel. 12/20/2019-based on preliminary evaluation, kit was likely shipped with expired us gel.